Event description:
The customer reported the panorama central station had a blank screen, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system and found that the central station display showed no video input. Corrections included adjustment of the display setting and activity was restored on the central display.